Manufacturer narrative:
Per the clinic, the patient also experienced wound dehiscence at the incision site (date not reported). The date of explant is now confirmed to be (B)(6) 2023. This report is submitted on february 06, 2024.

Manufacturer narrative:
This report is submitted on september 5, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the implanted device (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (date not confirmed). It is unknown if there are plans to reimplant the patient with a new device. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on october 10, 2023. Device analysis report attached.